Event description:
Two holmium laser fibers reportedly burned during use.

Manufacturer narrative:
No units were returned to dmta within the timeframe of this investigation. It is not possible to confirm the root cause of the complaint as reported without access to the devices in question. However, one of the units identified is ackonwledged to have been reportedly utilized 12 times, which is outside of the approved use limit of 10 uses. The customer was notified of the use limit and instructed to review the valid instructions for use for confirmation regarding the use limit. It is acknowledged there could be many root causes for the complaint information received, fiber burn. It is also acknowledged that all laser fibers manufactured by dmta are 100% inspected for power performance defects, objectively providing confirmation the fibers are operating as intended prior to distribution. No trend for complaints related to this matter is currently observed. Dornier will continue to monitor complaints related to this report.